Manufacturer narrative:
(B)(4) - the clinical investigation of this report concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The required procedure for the omental wrap was likely related to the patient¿s peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that the peritoneal dialysis patient presented to the hospital with abdominal pain on (B)(6) 2016 and was diagnosed with peritonitis following a culture of the effluent that was positive for the organism escherichia coli. The patient was treated the antibiotic cefepime. The patient was discharged from the hospital on (B)(6) 2016 in stable condition. On (B)(6) 2016 the patient was readmitted to the hospital to have a procedure performed for an omental wrap that was reported by the pd nurse to be a result of the peritonitis infection. The pd nurse reported that the patient was discharged on (B)(6) 2016 in stable condition with no further issues or adverse events. The pd nurse reported that the patient recovered from the procedure and peritoneal dialysis treatments were continued to by patient at home.